Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Johnson & johnson canada reported that reamers are dull. Examination of the returned instrument confirmed the complaint of dullness. The complaint sample consisted of (1) quickset ace grater head 56mm, lot so2010408. A search of as400 indicated that this device was distributed on 27 jun 2013. A search of the complaint database found similar reports and the root cause is attributed to heavy use and wear out. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Johnson & johnson canada reported that reamers are dull. Examination of the returned instrument confirmed the complaint of dullness. The complaint sample consisted of (1) quickset ace grater head 56mm, lot so2010408. A search of as400 indicated that this device was distributed on 27 jun 2013. A search of the complaint database found similar reports and the root cause is attributed to heavy use and wear out. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under sep 419 post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeons opened two loaner kits and noted they could not do the reaming because the reamers were totally dull. They had to open zimmer acetabular instruments to finish their surgeries.